Event description:
Patient received 5fu ambulatory infusion pump at 1300. Dose of 5fu is 1000 mg/m2/day (6,750 mg) to infuse over 96 hours. At 1650, patient returned to the infusion room at 1650 stating that his tubing felt wet. White residue noted on the tubing by the bubble filter/disk. A tiny drop of fluid noted [by the round port above the word "flow" on the bubble filter/disk]. Pump disconnected by rn and handed to rph for processing/investigation at 1705. Patient washed his hands before he arrived at (B)(6) and was instructed to wash his hands again and launder his clothing carefully. The black carry bag was discarded and the pump cleaned thoroughly. A new 5fu bag was mixed in pharmacy and attached to patient 1737."